Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation found that the lubricant pouch had no traces of lubricant jelly or remaining jelly. The defect could be contributed by vendor or supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. To secure a sterile field for the procedure, spread a clean wrapping paper. Place waterproof sheet beneath patient¿s buttocks. (Fig. 1) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4)".

Event description:
It was reported that the jelly pouch was missing from the tray. Per additional information received via email on 22 november 2019 from ibc representative, it was reported that the jelly was missing from the jelly pouch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the jelly pouch was missing from the tray.